Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent connection with j1 battery connector due to residue. The root cause for the residue could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that the patient's monitor was resetting.